Manufacturer narrative:
The field service engineer determined there was a fluidics issue with the analyzer. He ran measuring cell preparation cycles. The customer ran controls and these were good. The system was operating without error. There were no errors on the last calibration performed on (B)(6) 2020. Upon review of the alarm trace, it was noted there were several alarms recommending system fluidics cleaning maintenance on the day of the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The reporter also noted the quality control precision was poor. System cleaning maintenance was performed and the probes and mixer were cleaned. After these actions, control remained out of range on multiple assays. The patient sample initially resulted with a troponin t value of 0.022 ng/ml. The sample was repeated three times, resulting as < 0.010 ng/ml accompanied by a data flag, 0.016 ng/ml, and 0.012 ng/ml. The 0.012 ng/ml value was believed to be correct and was reported outside of the laboratory. The troponin t reagent lot number was 40966900, with an expiration date of 30-jun-2020.